Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device was advanced across the lesion to the distal side of the left circumflex artery (cfx). Three treatments were performed on low speed in the 3 mm and 90% stenosed cfx. Cineangiography imaging was performed and revealed a driveshaft fracture. The fractured component was retrieved using a guide extension catheter and a balloon. Further treatment was continued with a new non-csi device. The patient was stable.

Manufacturer narrative:
The device was returned to csi with a driveshaft fracture located at the proximal edge of the crown. Scanning electron microscopic analysis identified fatigue striations at the site of the driveshaft fracture. The crown weld was found to be within manufacturing process parameters. The driveshaft may have undergone excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, however, the exact root cause cannot be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.csi ID: (B)(4).